Event description:
Medtronic (covidien) received information that during a flow diversion treatment of an aneurysm, the physician reported the pipeline flex distal end would not open properly. The physician tried to resheath the pipeline flex device a few times to open the device, but the device still did not open distally. The device was removed and a new device was used successfully. No patient injury was reported as a result of this procedure.

Manufacturer narrative:
The lot history record of the reported lot number has been reviewed and no quality issues related to this experience. The pushwire and pipeline were returned for evaluation without the catheter. The pipeline was not attached to the pushwire. The tip coil was found to be damaged. The ends of pipeline were found fully opened with damaged braid. No other anomalies were observed. No other complaints have been reported against the lot number. Based on the above findings, the customer's complaint could not be confirmed. The cause for the experience reported could not be determined as the pipeline was returned fully opened with damaged braid. It is likely that the damage to the braid on both ends of the pipeline is the result of the physician resheathing the device more than the recommended two times. The tip coil was also damaged. However, the cause for damage could not be determined. All products are 100% inspected for damages and irregularities during manufacture. Per the pipeline flex IFU (instructions for use): the pipeline flex embolization device is fully resheathed when the distal marker is retracted completely inside the micro catheter. The system is designed to allow for 2 full cycles of resheathing of the pipeline flex embolization device. Resheathing the pipeline flex embolization device more than 2 full cycles may cause damage to the distal or proximal ends of the braid.